Manufacturer narrative:
Despite multiple requests, this right ventricular (rv) lead was never returned back from the field for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
This rv lead is expected to be returned back from the field for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that shortly after an implant procedure, a drop in pacing impedances and r-wave values, as well as loss of capture was observed with this right ventricular (rv) lead. An x-ray taken indicated the rv lead had dislodged from its original implant location. Surgical intervention was performed and the physician attempted to reposition the rv lead but experienced difficulty in finding an appropriate location. The physician also noted the helix mechanism was not rotating properly so the decision was made to remove and replace the rv lead. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, only the distal portion of the lead was observed to have been returned. The returned 457 millimeter distal portion was confirmed to be electrically continuous and as a result, no lead characteristics were identified that would have caused or contributed to the decrease impedance or sensing measurements. Visual inspection noted the helix was in a retracted position with dried blood/body fluid and possible tissue in the helix housing. As a result, the subsequent helix difficulty allegation was likely due to accumulation of body fluid/tissue within the helix from multiple attempts to try and reposition the lead. Overall, analysis was unable to identify any lead characteristic that would have caused or contributed to the dislodgement.